Event description:
Discrepant results of laboratory tests for beta human chorionic gonadstropin leading to intensive treatment for malignant trophoblastic disease. Potential problem january, 1998 through december, 1998. Researcher writes to rptr, "parallel serum and urine samples were tested in a total of 30 hcg-related immunoassays. Both serum and urine were tested at 3 different dilutions in 5 specialized hcg-related immunoassays. Assay a. Detects only non-nicked hcg (the bioactive hormone). Assay b. Detects both nicked and non-nicked hcg. Assay c. Detects hyperglycosylated hcg. Assay d. Detects hcg free beta-subunit. Assay e. Detects hcg beta-core fragment. The results were as follows - assay a. Detects only intact non-nicked hcg (or "bioactive hcg") serum: 1x (undiluted) 0.47 ng/ml (6.1 mlu/ml), 1/2 0.13 ng/ml (1.7 mlu/ml), 1/5 <0.13 ng/ml (<1.7 mlu/ml). Urine: 1x (undiluted) <0.13 ng/ml (<1.7 mlu/ml), 1/2 <0.13 ng/ml (<1.7 mlu/ml), 1/5 <0.13 ng/ml (<1.7 mlu/ml). Approx 6 mlu/ml hcg detected in serum. No immunoreactivity detected in urine. Assay b. Detects both nicked/cleaved and non-nicked hcg (or "intact hcg". Serum: 1x (undiluted) 0.22 ng/ml (2.5 mlu/ml), 1/2 0.15 ng/ml (1.7 mlu/ml), 1/5 <0.15 ng/ml (<1.7 mlu/ml. Urine: 1x (undiluted) <0.15 ng/ml (<1.7 mlu/ml), 1/2 <0.15 ng/ml (<1.7 mlu/ml), 1/5 <0.15 ng/ml (<1.7 mlu/ml). Approx 2.5 mlu/ml of hcg detected in serum by this assay. No immunoreactivity detected in urine. Assay c. Detects hyperglycosylated hcg (a variant unique to cancer/trophoblast disease. Serum: 1x (undiluted) <1.0 ng/ml, 1/2 <1.0 ng/ml, 1/5 <1.0 ng/ml. Urine: 1x (undiluted) <1.0 ng/ml, 1/2 <1.0 ng/ml, 1/5 <1.0 ng/ml. No immunoreactivity was detected in serum or urine using this specialized assay. Assay d. Detects hcg free beta-subunit only. Serum: 1x (undiluted) <0.2 ng/ml (<4 mlu/ml, 1/2 <0.2 ng/ml (<4 mlu/ml, 1/5 <0.2 ng/ml (<4 mlu/ml). Urine: 1x (undiluted) <0.2 ng/ml (<4 mlu/ml), 1/2 <0.2 ng/ml (<4 mlu/ml), 1/5 <0.2 ng/ml (<4 mlu/ml). No immunoreactivity was detected in serum or urine using this assay (intl units are molar equivalents of hcg). Assay e. Detects hcg beta-core fragment only (the renal degradation product of hcg beta-subunit. Present only in urine. Serum: 1x (undiluted) 0.13 ng/ml (5.4 mlu/ml, 1/2 0.08 ng/ml (3.3 mlu/ml, 1/5 0.05 ng/ml (2.0 mlu/ml). Urine: 1x (undiluted) <0.05 ng/ml (<2 mlu/ml), 1/2 <0.05 ng/ml (<2 mlu/ml), 1/5 <0.05 ng/ml (<2 mlu/ml). Approx 6 mlu/ml (intl units are molar equivalents of hcg) of beta-core fragment immunoreactivity was detected in serum. No beta-core fragment immunoreactivity was present in the urine. This is an important observation because beta-core fragment is uniquely detected in the urine in pregnancy and trophoblast disease. All of our assays use pure hcg, hyperglycosylated hcg, free beta-subunit and beta-core fragment standards, calibrated by amino acid analysis. These standards are measured by mass permitting comparison of hcg, free subunit and beta-core fragment levels. In addition, a standard calibrated in mlu/ml (based on 1"irp) is tested in the two regular hcg assays (assays a. And b.), and units are calculated accordingly. Molar equivalent values are indicated for free beta-subunit and beta-core fragment. The molar amount of immunoreactivity is determined and calculated as equivalent mass of hcg. This svc is personalized according to the pt's needs, and is strictly a consulting svc, that utilizes unique research assays to indicate the source of hcg, whether it may be of pregnancy, cancer, trophoblast disease or pituitary origin, or phantom hcg (an interfering molecule in the hcg assay). Comments: pt has been followed by the lab at facility. This lab runs the abbott axsym hcg beta assay. Serum hcg levels in the 100 to 300 mlu/ml range have been detected by this assay over a 12 month period. It is my understanding, that with the exception of the abbott axsym hcg results, pts lack obvious symptoms of pregnancy or trophoblast disease. Recently, the facility repeated some of the serum hcg results using 3 other assays, the tosoh hcg, tosoh hcg beta and chiron acs 180. It is my understanding that all 3 of these other assays contradicted the abbott axsym data, detecting no significant hcg. Phantom or false positive hcg is suspected. A parallel serum and urine sample was sent to the hcg reference svc for testing for phantom hcg. It should be noted that phantom or false positive results have been recorded on 7 previous occasions using this particular assay (7 of the 9 cases of phantom hcg recorded in the past 12 months by the hcg reference svc used this one hcg assay. Four observations are consistent with phantom hcg. Firstly, the presence of hcg immunoreactivity in serum (assays a., b. And e.), and complete absence of measurable immunoreactivity in urine in any of our 5 assays. Secondly, the detection of high levels of hcg by a single-step (both antibodies incubated together) immunoassay (abbott axsym), and very low levels (2.5 and 6 mlu/ml) by our 'in house' two-step assay (assays a. And b.). If this was "real' hcg it should give similar results in one and two step assays. Thirdly, by the finding of very different results in our two hcg assays (assays a. And b.). Fourthly, by the finding of beta-core fragment immunoreactivity in serum, and not urine. Beta-core fragment is the urinary (renal) degradation product of hcg and should not normally be detectable in serum, especially when absent in urine. Heterophilic antibodies are a likely source of the false positive serum beta-core fragment values. Heterophilic antibodies may be similarly be responsible for the potential false positive results in assays a. And b., which use a matching mouse monocional tracer antibody. These four observations, and the observations of the facility (abbott axsym vs tosoh hcg, tosoh hcg beta and acs 180 data), all strongly point towards phantom or false positive hcg results."